Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. The insertion tube was crushed due to an external factor. The channel cleaning brush could not be inserted at all due to the collapse of the instrument channel. The light guide bundle was broken due to an external factor. The watertightness of the control section was not maintained due to an external factor. The adhesive of the bending section rubber was chipped. The boots, eyepiece, grip unit, angulation control lever, up / down plate, venting connector, diopter adjustment ring, and light guide cover were scratched by external factors. The letters on the up / down plate was disappeared. The index of the base of the light guide mounting part was peeled off. The exact cause of the reported event could not be conclusively determined. However, the reported event may have been caused by stress due to use, or by external factors or handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the coating of the insertion tube greater than 1x1 square millimeter was peeled off. There was no report of patient injury associated with the event.